Event description:
A us distributor contacted zoll to report that a patient passed while wearing the lifevest. The patient was reportedly conscious and talking with a neighbor when she collapsed. The patient's neighbor contacted ems. Ems attempts at resuscitation were not successful. Review of the lifevest downloaded data indicates that the patient received 8 appropriate shocks during vf. The rhythm after treatment shocks 1, 2, 4-8 remained in vf. The rhythm after treatment shock 3 was sinus bradycardia at 40 bpm. Since the rhythm during shocks 4-8 did not convert vf, the 5 shock maximum was reached and no further treatment shocks were delivered.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt (B)(4) has been completed. The equipment was fully functional and able to detect and treat. Mfg date: device manufacture date monitor (B)(4) - 08/2012; electrode belt (B)(4) - 04/2014.